Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
Pump had blank display due to broken solder joint of b1 on ib. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test,prime/a33 test, excessive no delivery test, displacement test or verifybattery out limit alarm due to blank display. Pump received with minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a battery out limit. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.